Manufacturer narrative:
This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2021, the patient/lay user contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio flex meter was reading inaccurately high compared to another meter. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and based on additional information obtained by the mss after follow-up with customer care. The patient reported that the alleged issue began on (B)(6) 2021 at an unspecified time. The patient reported obtaining a blood glucose reading of ¿212 mg/dl¿ on the subject meter compared to ¿110 mg/dl¿ on a dexcom continuous glucose monitoring device. The time between readings was not specified. The patient stated that she usually manages her diabetes with lilly lispro insulin (dose depending on readings). The patient claimed that she took an unspecified dose of insulin in response to the alleged issue. That same day at 4 pm, after the alleged issue occurred, the patient started to develop symptoms of ¿dizziness, feeling serious shaky and terrible headache¿. The patient reported that she took a blood glucose reading of ¿108 mg/dl¿ on a accu-chek meter and then treated herself with a glass of orange juice. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have a control solution available to test the subject device. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an adjusted dose of insulin based on an alleged inaccurate high result obtained with the subject meter.